Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A u.s. Distributor contacted zoll to report that a patient had developed an itchy skin irritation under the front therapy electrode. The patient's physician prescribed nystatin cream for the irritation. Follow-up indicated that after using the prescribed cream the skin irritation was improving.